Event description:
It was reported that a transmitter battery issue occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage test was performed and failed. No data was provided for evaluation. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). B5: describe event/problem- corrected information. D4: lot no- corrected information. D4: expiration date- corrected information. H2: type of follow up- corrected information. H4: device mfg date- corrected information. H6: corrected information.

Event description:
Subsequent to the initial MDR, a correction is required.

Event description:
It was reported that a transmitter battery issue occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage testing was performed and failed. Performance data was reviewed but does not reflect the full investigation window. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a transmitter battery issue occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.